Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2017, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In 2019, the patient had developed stoma redness. On (B)(6) 2019, the patient was seen by his gastroenterologist who referred him to an infectious disease specialist. On (B)(6) 2019, the infectious disease specialist did a stoma site culture which revealed e. Coli. On (B)(6) 2019, the patient was treated with a three hour infusion of an unknown antibiotic, two intramuscular injections of an unknown antibiotic and was sent home on 300mg of oral cefdinir, twice daily. On (B)(6) 2019 during a follow up visit with the infectious disease specialist, the patient received two intramuscular injections of an unknown antibiotic and was to continue cefdinir. On (B)(6) 2019 during another follow up, the patient reported that he continued to have yellow and white discharge from the stoma. At the time of report, the duodopa tubing was being utilized by the patient.